Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, customer experienced a blood glucose (bg) level of over 600 mg/dl, and diabetic ketoacidosis. The customer was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and fluids. Reportedly, the customer was released a few days later with the issue resolved and no permanent damage.